Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01103. It was reported that stimulation on the leads was reducing on its own. Troubleshooting was not able to resolve the issue instead patient was getting unwanted stimulation with the new program. As a result, surgery may be pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Event description:
Additional information received that and patient underwent surgical intervention wherein the leads were explanted and replaced restoring therapy. It was noticed during the explant that the leads were kinked at the anchor site as the anchors were placed backwards.

Manufacturer narrative:
The device was returned to the manufacturer and the section was inadvertly left blank in the additional report 02, which is added in this report. Incorrect box was checked in the additional repot 2 in error. The correct boxes have been checked in this report.